Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2013, for programming due to the mother's concern that the child is not responding as well to sound as previously. He is a bilateral patient, testing in the booth prior to programming showed good responses in the bilateral condition but no response for the left side alone. No response was obtained with the back-up processor as well. Troubleshooting revealed the processors to be functioning appropriately. No report of head trauma at or around the implant site, no change in health status reported.